Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation confirmed that the elecsys chagas assay performed within specifications. The reported discrepant reactive results for three patient samples were verified during the investigation. The initial results for the three samples were as follows: sample (B)(6) yielded 2.58 coi (reactive), sample (B)(6) yielded 2.97 coi and 2.95 coi (reactive), and sample (B)(6) yielded 1.22 coi (reactive). These results were confirmed by the customer. Testing with a competitor chagas assay showed non-reactive results for all three samples. Additional neutralization testing using a validated in-house method to detect specific antibodies with native t. Cruzi antigen-extract showed the following recovery percentages: sample (B)(6) had 63% and 62% recovery, sample (B)(6) had 5% recovery, and sample (B)(6) had 23% recovery. Neutralization was not possible for sample (B)(6), while samples (B)(6) were neutralizable. The findings suggest that the discrepant results may be attributed to the higher sensitivity and dilutional sensitivity of the elecsys chagas assay compared to the competitor assay. No evidence of pre-analytical sample-to-sample carryover was identified. The elecsys chagas assay results were deemed correctly reactive. A definitive root cause for the observed discrepancies could not be determined.

Event description:
The initial reporter alleged discrepant reactive results for three patient samples tested with the chagas elecsys cobas e 100 assay. The results were obtained on a cobas e 601 analyzer.